Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse checked the wash station fluidics and observed a small amount of a foreign matter and replaced both wash blocks as a precaution. The cse checked the aspiration probe fluidics and replaced the tubing on the grey peristaltic pump. The cause for the elevated advia centaur cp tni ultra results is unknown. The instrument is performing within specifications.

Event description:
Discordant, falsely positive troponin ultra (tni ul) results were obtained on five patient samples on an advia centaur cp instrument. The same patient samples were re-spun and retested, results were negative. Two of the discordant troponin ultra patient results were initially reported to the physician(s) and corrective reports issued. The other three discordant patient results were not reported to the physician(s). The customer has also observed erratic quality control results for the low quality control level. There are no known reports of patient intervention or adverse health consequences due to the discordant advia centaur cp tni ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2015-00021 on january 16, 2014. Siemens was informed of four other false positive troponin ultra (tni ul) patient results that were not initially provided by the customer for the same issue on the same advia centaur cp instrument. The cause for the discordant for the initially elevated advia centaur cp tni results is unknown. Corrections (02/05/2015): (B)(6). The 2nd re-spun repeat result reported in the initial MDR report for sid (B)(6) of 2.1ng/l was a typographical error. The correct result is 2.2 ng/l.

Event description:
Siemens was informed of four other false positive troponin ultra (tni ul) patient results that were not initially provided by the customer for the same issue on the same advia centaur cp instrument.